Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted for treatment of a lesion in the mid-circumflex coronary artery. The severely calcified lesion was pre-dilated with a ptca balloon. Prior to insertion of the stent delivery system, another s7 stent was unsucessful in crossing the target lesion. The stent delivery system was unable to cross the target lesion, therefore, it was removed from the patient. When the stent delivery system was being re-inserted into the pt. It was reported the stent was missing from the delivery balloon. Under fluoro, the dislodged stent was noticed in the left main coronary artery. The dislodged stent was snared and successfully removed from the patient. A ptca balloon was then used to pre-dilate the distal coronary artery. Both another manufacturer's stent and s7 stent were unsucessful in crossing the target lesion. Using the buddy technique, subsequently, three s7 stents were deployed in the distal, mid and proximal sites of the circumflex coronary artery. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion.